Event description:
Legal counsel for the patient reported that the patient underwent right m2a hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed (B)(6) 2010 allegedly due to elevated metal ion levels, pain and difficulty walking. A second revision was allegedly performed on (B)(6) 2012 due to unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent right m2a hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed (B)(6) 2010 allegedly due to elevated metal ion levels, pain and difficulty walking. A second revision was allegedly performed on (B)(6) 2012. Additional information received in the form of operative notes indicate that the revision on (B)(6) 2010 was performed due to acetabular cup loosening. Further information received in operative notes indicate the revision procedure performed on (B)(6) 2012 was due to pain. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay blood test results which were unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2012-02478 / 02481). The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.